Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and coloplast suspend were implanted. It was also referenced that the patient underwent another procedure on (B)(6) 2012 and ams elevate and miniarc sling were implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tutoplast rectocele patch graft with high uterosacral vaginal vault suspension and cystoscopy; due to mixed incontinence, urethral hypermobility and second degree rectocele.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent posterior repair with mesh graft augmentation (elevate posterior procedure) and miniarc suburethral sling procedure on (B)(6) 2012 due to stress urinary incontinence, urethral hypermobility and grade 3 rectocele.